Event description:
It was reported the epg (external pulse generator) display was broken. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported the epg (external pulse generator) display was broken. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the lower case was broken, the battery contacts were compressed, the battery drawer was broken and the display was out of specification (scratched). (B)(4).